Manufacturer narrative:
Pump passed operating current, displacement test but a force system sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion, prime and excessive no delivery test due to a33 alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and broken battery tube threads.

Event description:
The customer reported via phone call that the insulin pump has a mechanical problem and the motor is slow. Customer indicated that her blood glucose is high on the pump but that they are only under control when she uses injections. The customer's blood glucose reading was 324 mg/dl at the time of incident and treated with manual injection. Customer declined troubleshooting and was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.